Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level around 400 (mg/dl). Customer changed infusion site and administered a correction bolus with the pump to treat bg level. System check with tandem technical support indicated pump was performing as intended. Customer indicated that bg levels had decreased since changing infusion site.